Event description:
I am a 15+ year customer of acuvue oasys with hydraclear contact lenses. On july 8, I purchased two 24-packs at costco in (B)(6) and the lenses have changed. The new ones make my eyes dry, itchy, red and irritated after only 1 hour of wearing them. They even blur my vision and are far thinner. It is very obvious when I have an old lens in one eye and a new in the other, that these are markedly different. I contacted johnson & johnson, the manufacturer, and they told me the lens and manufacturing process have not changed. But you can physically see the difference. In the uploaded photos, the old lens is shown on the left, the new is on the right. This is beyond unethical. I received zero warning from the company at any point that the product has changed. They should inform customers at least 1 year ahead, and before customers purchase the new product - but they did not. I was on the phone with j&j over an hour today and they are still verifying whether or not they will send me replacements. Additionally, I am moving out of the country in two weeks and it looks like I will be without contact lenses now. Extremely disappointing. Ref report: mw5158291.